Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a pneumothorax shortly after implant and had subsequently developed rapidly conducted atrial fibrillation. The patient was treated by multiple external cardioversions before sinus rhythm was restored. A chest drain was inserted to help resolve the pneumothorax. An x-ray taken showed the rv lead had migrated and appeared to be very taut, but no dislodgement was seen. Surgical intervention was performed and the rv lead was given greater slack and continues to remain in service. Additional information provided from the field indicated the pneumothorax was not caused by any implanted products. No additional adverse patient effects were reported.